Manufacturer narrative:
Product has been returned and an evaluation of the treatment tip was completed. The tip passed the thermistor test. The tip failed the leak test and glue separation in the corners was observed. A functional test was not performed due to the tip being used past allowable usage. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
Corrected d3 manufacture name and address and section e reporter. A review of the manufacturing records showed all requirements were met. An evaluation of the treatment tip found one corner of the tip was not glued exposing an opening in the tip membrane. Based on the available information, the burns were most likely caused by the damage on the tip membrane. It is unknown how the edge of the tip became damaged or reportedly unglued. Burns and blisters are known possible adverse patient reactions to thermage treatments.

Manufacturer narrative:
Corrected b1 and d3.

Manufacturer narrative:
The product has been requested but not yet returned. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician¿s office reported that a patient underwent a laser treatment on the face and experienced erythema during treatment. Two days post treatment the patient reported to the physician that they had a burn on their cheek. No pain medication or anesthesia were given during the procedure and no medications were prescribed to treat the burn. No other treatments were performed on the area during the procedure and the patient has not undergone any other treatments within the past 30 days. During the procedure an error message of ¿tip too warm¿ appeared and red dots appeared around the edge of the tip. The incident occurred around 182 reps and the highest level of energy used was 1.0. The patient currently has a blister on their cheek that have begun to improve. The blisters are being treated with a hospital regeneration ampoule. It is unknown if there will be permanent damage or scaring to the area.